Event description:
It was reported that a novum iq large volume pump over-infused bumetanide during delivery. There should have been roughly 9 hours of patient infusion left. The pharmacy confirmed the pump was programmed correctly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.